Event description:
It was reported that intermittently there was no video and the image would turn black. This can make the system unusable due to a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.